Event description:
The customer wanted to know how to reboot the cpu stating he was unable to turn off power with the power switch. Welch allyn technical support instructed the customer to unplug the ac power and then plug it back in. The cpu rebooted as expected and acuity restarted without issue. No pt event during the freeze / reboot. Customer called back and the system is frozen again. He reports that the mouse moves on the screen, but the wave forms are not moving and he cannot click on anything. Welch allyn attempted to remotely access the device but was unsuccessful. The customer rebooted system again and welch allyn technical support remotely accessed the device and downloaded log files for analysis. This resulted in the temporary loss of centralized pt monitoring. This event did not result in any pt harm. The customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.